Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The analyst noted that the interior superior vena cava defibrillation cable was fractured at 30.7 cm from the connector pin. The initial reported adverse event and product problem was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae and the supplemental information is being submitted via a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient had an ICD defibrillator inserted as well as a "defective" lead. The lawsuit further alleges that the patient's device alarm sounded and he was taken for emergent surgery upon which a physician "discovered that the lead was broken." Also alleged is that the patient "received numerous shocks" and "his forehead peeled, finger tips burned and has resulting balance and other problems." The lawsuit also alleged that the patient "suffered severe and disabling injuries resulting in permanent disability, pain and suffering, loss of enjoyment of life, loss of earning capacity, doctor, hospital an other related medical expenses, past, present and future." It was later reported the lead was possibly fractured. The lead was removed, replaced, and no further patient complications have been reported as a result of this event.